Event description:
It was reported that the customer had a failed self test on the insulin pump. Customer received two errors in the last two days and they occurred around the same time in the morning. Customer stated that he was wearing the sensor and it was pulling out and causing an error. Customer stated that when he received the error, the screen went blank and counted up to 9. It then reset and retained all the settings. Customer had a lost sensor alert and changed out the set. Customer's blood glucose level was 124 mg/dl this morning. Customer was advised to disconnect and remove the reservoir form the pump. Customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector on the radio frequency board. No lost sensor alert could be verified due to this alarm. No other alarms were noted and no blank display was noted. The insulin pump passed the displacement test and the off no power test with operating currents within specification. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and scratched reservoir tube window.